Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing fluctuating blood glucose (bg) levels ranging between 50-550 mg/dl. Cause was not known. The customer administered a correction injection, a correction bolus via the pump, consumed carbohydrates, as well as glucose tablets to address the bg levels.